Event description:
Procedure: bullectomy. According to the reporter: the first application on the top of lung was good. For the second application, on the second squeeze, staples line did not form properly. The surgeon converted to an open case to solve the problem and used a linear cutter stapler to complete the case.